Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (battery expired, lifevest did not work) was not confirmed. Upon investigation the monitor and electrode belt were fully functional. The lifevest flag files were reviewed, and there is no indication of any battery failure prior to the pt death. The batteries were functioning normally and were not depleted. There is no indication of any lifevest malfunction. The lifevest was deactivated at 21:11:43 on (B)(6) 2014. The pt passed away on (B)(6) 2014. The lifevest was not in use at the time of death. There is no indication that the lifevest caused or contributed to the pt death. Monitor sn (B)(4) - (B)(6) 2011; electrode belt sn (b)() - (B)(6) 2013.

Event description:
A zoll distributor notified zoll manufacturing corp on (B)(4) 2014 that a (B)(6) yr old male pt passed away on (B)(6) 2014 while in the hospital. The exact time of death is unk. The pt was reportedly not wearing the lifevest at the time of death. The pt's friend alleged that, prior to the pt passing, the lifevest did not work and had a dead battery. She reported that the battery was fully charged earlier in the day.